Manufacturer narrative:
The pump has been returned to animas for evaluation. When the device is evaluated, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(4), the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 11/01/2017 with the following findings: the returned pump powered on to a dim and pink display screen. Unrelated to the original complaint, there was a battery compartment crack from the grip pad to the cover.